Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR# 2134265-2015-08655. It was reported that the guide wire was broken. The target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch. A 325cm rotawire and 1.50mm rotalink plus were selected for treatment. During preparation, outside the patient's body, the physician tested the rotalink and set the rotational speed at 200,000rpm. However, a part of the rotawire was noted to be broken. The procedure was completed with a new wire and the same rotalink device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Corrected upn from h802228240021 to h802228240022. Corrected brand name from rotablator rotational atherectomy system to rotawire¿ and wireclip¿ torquer. Corrected manufacturer name from boston scientific - (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A visual inspection was performed. The device was returned fractured in two sections of 192.7cm approx. On the proximal section and 137.7cm approx. On the distal section and spring tip. Wear reduction was also noted on both sections. All outer diameter was noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes."

Event description:
Same case as MDR# 2134265-2015-08655. It was reported that the guide wire was broken. The target lesion was located in the moderately tortuous and severely calcified right posterior atrioventricular branch. A 325cm rotawire and 1.50mm rotalink¿ plus were selected for treatment. During preparation, outside the patient's body, the physician tested the rotalink and set the rotational speed at 200,000rpm. However, a part of the rotawire was noted to be broken. The procedure was completed with a new wire and the same rotalink device. There were no patient complications reported and the patient's condition was good.